Event description:
The device evaluation noted fire damage. The event occurred during preventative maintenance.

Manufacturer narrative:
The affected device was returned for evaluation. Functional and visual inspection noted fire damage. This unit is beyond economical repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.